Event description:
Reportable based on device analysis completed on 19jan2024. It was reported that visualization issues occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion but the device could not show the image even after multiple attempts. The procedure was completed with another device. There were no patient complications reported and the patient condition following the procedure was stable. However, device revealed the imaging window was detached.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed the imaging window was detached in the lap joint section. A kink was observed in the sheath assembly. Impedance testing showed the coax cable was intact and the transducer worked as intended.